Event description:
Intermate sv100 made by baxter, which delivers 100ml/hour. Tubing broke off near the luer lock, close to pt's access. Dose or amount: 100ml. Route: IV. Event abated after use stopped or dose reduced: no.